Event description:
Failure analysis.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site. The proximal section of j stiffener wire measures approx. 88mm and migrated down lead body approx. 4mm proximal of weld site. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm.